Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, avaulta plus was implanted; and on (B)(6) 2009, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent wide local excision and simple vulvectomy on (B)(6) 2011 due to vulvar dysplasia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent right bartholinectomy, cystoscopy, perineorrhaphy due to sui, urethral hypermobility, history of avaulta procedure and right bartholin gland cyst. It was reported that following insertion the patient experienced pain, urinary problems, bleeding, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to bleeding, pain, and leaking.

Manufacturer narrative:
Date sent to the FDA: 07/13/2018 additional information: